Manufacturer narrative:
(B)(4). Date sent: 2/24/2020. H10=corrected data=h10. H10: a manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # n92n3y. Date of event is 2019. Event day and event month were not reported. Investigation summary: the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument, and was found to be functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressible force on the distal seal. However, no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that during a lap sigma, gen11 displayed "reduce pressure on blade" several times. The procedure was successfully completed with a new handpiece. There were no patient consequences. No additional information is available at this time.